Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully started their sensor session without further issues.